Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on via the right internal jugular vein due to poly trauma from motorcycle crash/immobility. The ivc filter was allegedly retrieved successfully through open surgery due to erosion into the duodenum. The patient is alleging vena cava perforation, organ perforation-gi tract duodenum, bent strut, pain post-implant, and embedment. The patient further alleged "pain post implant and now I have a huge scar across my stomach from removal surgery. I also experience anxiety, mental anguish and stress about any related injuries. CT report: "ivc filter perforating into small intestine. Suprahepatic ivc is patent. Hepatic veins are patent. Bilateral renal veins are patent. There is an infrarenal ivc filter. One of the ivc filter struts passes through the lumen of the fourth portion of the duodenum. Infrarenal ivc remains patent. Bilateral iliac veins are patent. No gas is seen within the ivc iumen. Evaluation of the bowel demonstrates no bowel obstruction or free air. No contrast blush is seen within the duodenal lumen. Ivc filter in place. One of the filter struts passes through the lumen of the fourth portion of the duodenum. Endoscopy can be considered for confirmation. Patent ivc. No deep vein thrombosis." Retrieval report: inferior vena cava filter with erosion into the duodenum. We then proceeded with exposing the inferior vena cava above the renal veins and circling with an umbilical tape. We encircled both renal veins with vessel loops. We then circled the ivc below the filter and dissected out the duodenum as much as possible identifying the fistulous tract. We placed the vessel loop on this to control. We then administered 5000 units of heparin and used remote control on the ivc above and below the filter, which was above the renal veins and below the filter in the mid ivc. We incised the ivc and removed the filter in its entirety. Aii of the tines were adherent. One of the tines was exposed from external to the ivc and the remainder of the filter was removed intact from everywhere else. It was pulled out of the fistulous tract from the duodenum. We inspected the duodenum for anterior and posterior damage, and it was not, so we reapproximated the ivc primarily with 3-0 prolene suture. The fistulous tract between the ivc and the duodenum was addressed by general surgery next. After the fistulous tract was taken down, we tied the fistulous tract and placed a large clip on the origin of the fistulous tract above the ivc. The remainder of the duodenal procedure and closure was done by general surgery."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bent strut, pain, scarring, and anxiety/stress/mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: vc/organ(duodenum) perf, embedment, bent strut, pain, scarring, and anxiety/stress/mental anguish . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.